Event description:
It was reported, that during a da vinci-assisted surgical procedure. The tip-up fenestrated grasper instrument wrist broke inside of the patient. The cannula and instrument were removed together from the patient, and then the instrument was forced out of the cannula. The procedure was completed with a delay of 2 minutes using the backup instrument. There was no report of patient harm, injury or adverse outcome due to the event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed, that no fragment fell into the patient. The wrist articulation of the tip-up fenestrated instrument was broken while the surgeon moving tissue. The instrument was in use for an hour when this issue occurred. It was reported, that the customer felt resistance upon removal of the instrument through the cannula. The customer did not use the instrument release kit (irk) to remove the instrument. Instead they used force to remove it. The wrist was not straightened upon removal. The instrument was inspected prior to use. And no issues were seen with the functionality of the instrument during the surgical procedure. There was no report of patient harm, injury or adverse outcome due to the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper involved with this complaint. And completed the device evaluation. The instrument was found to have the main tube broken at the distal end. A small piece measuring approximately 0.05 x 0.03 was not returned with the instrument. Failure analysis also identified, an additional failure that was not reported by the customer. The main tube exhibits signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03 to 0.38 in length, and were not aligned with the tube axis. Material was missing from the surface of the main tube. This type of failure is commonly associated with mishandling/misuse.